Event description:
It was reported that "it was found that the staplers are not firing during use on patient. No further information could be confirmed from customer."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was not engaged. The stapler was returned with 0 staples remaining in the cover block, indicating that the customer fired at least 35 staples. Evidence of use in the form of biological material was present on the device. Functional testing could not be performed on this sample due to no staples remaining in the cover block. It is important for staples to be remaining in order for a root cause to be determined. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. Visual inspection was performed, and no staples were observed to be remaining in the cover block of this sample. It is important for staples to be remaining in order for a functional test to be performed. No damage or defects were observed on this device, and no conclusive root cause could be determined. No lot number was provided for this complaint sample by the customer, so no DHR review could be performed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "it was found that the staplers are not firing during use on patient. No further information could be confirmed from customer."